Event description:
Baxter reported that a spike on a transfer set was broken due to a mis-spike by clean flash. The twist clamp was okay and the patient did not see any abnormality during the connection process. The actual sample is available for evaluation. There was no patient injury or medical intervention.